Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had no delivery alarm. The customer's blood glucose level at the time of incident was over 400mg/dl. Troubleshoot was conducted and the alarm was resolved. The customer was advised the alarm was caused by infusion and or reservoir occlusion. The customer was advised to monitor the device. The customer was not able to troubleshoot for the highs.